Event description:
The customer reported the live image was flickering and fading. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage to the monitors was adjusted. The system was then found to be operating as intended.